Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead due to high thresholds. The ra lead also appears to be in termittently undersensing which is possibly contributing to inappropriate event termination. It was also noted that there was low p-waves but was consistent with historical data. Additionally, it was reported that the r-wave measurements are variable for the right ventricular (rv) lead. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.